Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin@home transmission revealed t-wave oversensing. Technical support was contacted and advised adjusting post pacing threshold. The programming changes will be done on the next patient follow-up. The patient was asymptomatic.